Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. After physical review, crack condition was not confirmed, handle of the device was broken. It was splitted by two at the top transversal pin of the metal shaft. Separated fragment was still contained on shaft. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit broke at the tip. Cup inserter cracked in the handle. No further information available. No surgical delay.